Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an 13.2mm implantable collamer lens was implanted into the patient's right eye (od). Lens rotation to vertical position was observed at a later date. The lens was then exchanged for a longer length lens, and lens rotation occured once again.